Event description:
Reporter alleged obtaining the results of 41 mg/dl and 400 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he had eaten oatmeal, toast and taken 2 tablets of metformin 1.5 hours prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.